Event description:
It was reported the patient's generator was at eos, and he had chosen not to replace it at the time of report. It was noted he had a pump at the time of report, and that was the first report of the generator having died. It was logged an inability to interrogate was part of the diagnostics. It was noted the eos date was (B)(6) 2013. It was logged there were no signs or symptoms. It was reported it was neurostimulator battery depletion with generator eos.

Manufacturer narrative:
Concomitant products: product ID 37743, serial # (B)(4), product type programmer, patient; product ID 3888-45, lot # v410587, implanted: (B)(6) 2010, product type lead; product ID 3888-45, lot # v410557, implanted: (B)(6) 2010, product type lead; product ID 3777-75, serial # (B)(4), implanted: (B)(6) 2010, product type lead; product ID 3708220, serial # (B)(4), implanted: (B)(6) 2010, product type extension; product ID 37752, serial # (B)(4), product type recharger; product ID 3888-45, lot # v410587, implanted: (B)(6) 2010, product type lead; product ID 3888-45, lot # v410557, implanted: (B)(6) 2010, product type lead; product ID 3777-75, serial # (B)(4), implanted: (B)(6) 2010, product type lead; product ID 3708220, serial # (B)(4), implanted: (B)(6) 2010, product type extension. (B)(4).